Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/11/2015.

Event description:
According to the reporter: part of the endocatch broke off in the body of the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A device fragment fell into the patient and was retrieved.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/10/2015.